Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error alarm confirmed in the pump history due to broken trace at keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failure alarm. The insulin pump passed self test with no errors. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.